Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem ¿triggered sensor 1 by sensors 2 and 3 when the door was closed¿ was reproduced upon powering on the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor out of specification. The force no-tube and force sensor scale factor calibrations will be performed to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump showed load set points 2 and 3 loaded when only point 1 is loaded during programming/setup. This was further described as "sensor 2 & 3 trigger on sensor 1". There was no patient involvement. No additional information is available.